Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02225. It was reported the patient would like to have her scs system explanted. The patient stated she has lost a significant amount of weight and her scs ipg is causing discomfort when she lays down. The patient also stated she is not receiving enough pain relief from her scs system. Surgical intervention is planned for a later date.